Event description:
A surgeon reported the vertical switch on foot switch was not responding during a surgery and a system message was displayed. The surgery was completed using the same footswitch and system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).